Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "the pump displayed a "service required" message. The unit is currently powered on, charging normally, and showing no active error messages. No patient harm occurred in relation to this issue." A preliminary review of the logs identified the following issue: mechanical hardware failure (av assembly). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure of the av assembly. Upon return, the device did not immediately display any alarms and performed several mock infusions successfully. A longer mock infusion was started and the pump intermittently experienced a failure of the fva motor.